Event description:
Per the clinic, the patient was explanted due to a skin flap infection. Patient was explanted in 2009, and the patient was reimplanted with a new device on the contralateral side during the same surgery.